Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings altered themselves. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be the sdk alert state machine was returning an invalid trigger time that enables and disables the profiles.